Manufacturer narrative:
H.6 investigation summary: a device history review was conducted for lot number 9232310. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was returned upon visual analysis of the returned unit identified damage to the extension tubing that was characteristic of tubing clamp damage. Analysis of the pinch clamp component was able to identify significant damage to the clamp; a subsequent review of the manufacturing process ruled out the manufacturing process as a possible contributor. Unfortunately based on our review, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that pegasus yel 24gax0.75in qsyte-capy nopvc leaked during use. The following information was provided by the initial reporter: it's noticed that leakage at ext. Tubing during usage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pegasus yel 24gax0.75in qsyte-capy nopvc leaked during use. The following information was provided by the initial reporter: it's noticed that leakage at ext. Tubing during usage.